Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent promontofixation procedure on (B)(6) 2018 and suture was used. The thread broke during use. Another suture device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/12/2019. Evaluation: a needle-suture piece of product were returned for analysis. During the visual inspection of sample (two needle/suture pieces), the swage and attachment area were noted to be as expected, and the end suture pieces were observed wavy and cut appears to be by use of a surgical instrument. Also, the suture piece present body fluids. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.